Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant ti titamax ex implant (4.1)4.0x11 mm, but did not provide any other info about the case.

Manufacturer narrative:
(B)(4).